Event description:
Post-arthroscopic knee surgery, the polar pad that was placed on the knee and connected to the cold therapy 5000 pump was found to be leaking. The wet dressing was changed and a new polar pad applied with good effect.